Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "implant exchange with bubble". Patient later reported right side deflation. The device remains implanted.

Event description:
Patient reported a right side "implant exchange with bubble". Patient later reported "deflation." Healthcare professional confirmed deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: . Based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to observe as it is a medical event not related to the device. ¿ deflation: observed opening on anterior side assessed as surgical damage. Additional observations: ¿ observed creases on the device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b5 d6b h6.

Event description:
The device has been explanted and replaced.